Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that two ngage nitinol stone extractor baskets failed during a surgery case on (B)(6) 2018. It was described that the basket was closed once on a stone and one side of the triangle snapped. This happened on the second basket also. The customer did not proved any lot numbers or further details there was no patient harm reported. Additional patient, device and event information has been requested; however no additional information is available at this time. The devices were requested to be returned, however the customer will not send them until the risk manager says they can be released.

Manufacturer narrative:
Correction describe event or problem: it was reported that two ngage nitinol stone extractor baskets failed during a surgery case on (B)(6) 2018. It was described that the basket was closed once on a stone and one side of the triangle snapped. This happened on the second basket also. The customer did not provide any lot numbers or further details. There was no patient harm reported. Additional patient, device and event information has been requested; however no additional information is available at this time. The devices were requested to be returned, however the customer will not send them until the risk manager says they can be released. This report is for the 1st device with this alleged malfunction, reference 1820334-2018-00460 for the second device with this alleged malfunction. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, drawings, the instructions for use, quality control data, and specifications was performed. The device was returned with the handle in the closed position. The basket formation is protruding from end of the basket sheath. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A visual examination of the device noted the basket assembly is bent over starting 1.5 cm from the distal end of the basket sheath and continues to the base of the mlla, no other kinks are noted. The wires are protruding from the basket sheath. A functional test determined the handle actuates the basket formation. The device history record was reviewed and noted here were no non-conformance issues. A review of complaints history revealed a second complaint for lot number 8429941. The second complaint is from the same customer for the same issue that occurred during the same procedure as this complaint. The instructions for use (IFU) provides the following cautions and information: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to be nonfunctional due to damage to the basket. The wires of the basket were broken. All devices are 100% inspected for functionality and integrity before packaging. The IFU contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The provided information does not state if a laser was used during the procedure, but exposure of the basket wire to a laser could also cause the observed wire breakage. There was a second device used during the procedure that also had a very similar failure, indicating it is also possible there were operational issues with the stone or patient anatomy that could have caused the wire breakage. With the available information, the exact cause of the failure could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.